Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose. On (B)(6) 2018 they went high with blood glucose of 493 mg/dl after being taken off the pump. The customer was given a sliding scale to treat. The customer experienced symptoms such as seizures. The customer was not wearing the insulin pump during the incident within 48 hours. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was also having issues with sensors not adhering. Troubleshooting was not completed. The insulin pump will not be returned for analysis.